Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? It fired halfway. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Partial fire. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? B formed was the staple line interrupted; staples not present/ visible on any portion of the staple line? Half of the specimen had staples. Or, did the device fully fire and stop during the automatic knife return? Not sure , was not operator. Was there any difficulty opening the device? It was hard to close. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? B formed. Was the staple line interrupted; staples not present/visible on any portion of the staple line? Half of it was deployed on to specimen, can see pinch point. If yes, how was the device removed from the patient? Removed via port site. If yes, did the jaws eventually open? Yes it did. Is the current patient status known? We finished our operation with another stapler. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Unknown. It was an appendectomy.

Event description:
It was reported that the stapler miss fired. Staple load only stapled half of specimen, very hard to squeeze.

Manufacturer narrative:
(B)(4). Date sent: 4/16/2021. D4: batch # u5dh0n. H2: additional information received: " did the device staple? This first staple yes, the two subsequent- no. If the device stapled, was the staple line complete? Yes the first one- not the subsequent ones. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Unsure. Did the device cut? The first time yes I believe it did not for the following two times. If the device cut, was the cut line complete? Were the cut line and staple lines equal? Was the device fired across a staple line? Please provide details as to how the reload did not work. Did the reload lock out and would not work? Unsure ¿ it was circulator. Did the reload begin to staple and cut, but then jammed? It partially stapled, unsure. Did the device staple, but there was no cut line? Full staple did not happen x2 reloads (only worked on first). If the device cut and stapled, were there any staples missing from the staple line? How was the procedure completed? We opened a second stapler, we did not require any sutures along with this." H6: component code: mehcanical (g04); others (g07). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with no apparent damage and with a tr45w reload loaded in the device. The reload was received partially fired 1/10 and with the reload lockout spring damaged. The returned device was tested for functionality with test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples met the staple form release criteria. The device was opened and closed without difficulties observed. The event reported was confirmed and it is related an improper use of the device. It should be noted that product failure is multifactorial. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.